Event description:
On (B)(6) 2011, patient reported she is currently in the hospital for renal insufficiency. Patient stated the infusion adapter on her infusion device was corroded. Patient reported she has not been using the infusion device for a month now because she stopped using it when she went into the hospital. Patient stated she did have large air bubbles that she could not prime out of the infusion set. Patient reported she did not have blood in her infusion set tubing. Patient stated she has not ever reused the insulin cartridge. Patient reported she had some leaks in the cartridge when she put it into the cartridge compartment. Patient stated there was no insulin in the cartridge compartment. Patient reported experiencing blood glucose readings in the 500's mg/dl. Patient stated she was trying to bolus to bring her blood glucose level down. Patient reported she does not know her normal blood glucose range. Patient stated her blood glucose range varies. Patient reported she was in the hospital for 3 days. Patient stated her renal insufficiency was caused by hyperglycemia. Product was replaced and requested return of the product for evaluation.